Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).. Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the ventilator-device alarmed for "oxygen supply failed" and "low oxygen". - these malfunctions were noticed during patient ventilation. - the alarms were observable both visually and through hearing. - these malfunctions were reproducible. - there is patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator-device alarmed for "oxygen supply failed" and "low oxygen". These malfunctions were noticed during patient ventilation. The alarms were observable both visually and through hearing. These malfunctions were reproducible. There is patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag has not received the affected ventilator for investigation. The device log files (service log, error log, event log) were provided to hamilton medical ag. Hamilton did have good contact with the technician from the local distributor during the investigation. This collaboration has led to the following. Investigation: the device log files have been examined by hamilton and show that the ventilator alarmed sporadically during ventilation for 'oxygen supply failed' and 'low oxygen', which means that the o2 concentration output was below expectations. It was identified that the issue was caused by a faulty o2 mixer assembly (msp161609). After the component was exchanged, preventive maintenance was successfully performed by running the service software (includes several calibrations and tests). Updated fields: b4, g1, g6, h2, h6, h7, h11.

Event description:
The following was reported to hamilton medical ag: the ventilator-device alarmed for "oxygen supply failed" and "low oxygen". These malfunctions were noticed during patient ventilation. The alarms were observable both visually and through hearing. These malfunctions were reproducible. There is patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.